Manufacturer narrative:
Qn#: (B)(4). The device history review could not be conducted since involved lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Nurse reported blood leaking from around the red connection when patient had returned from operating theatres. Drain had just been put in ot. Connection was firmly attached.